Event description:
It was reported that there was a faulty screw mechanism and that the screw would not appropriately deploy. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; the full lead was returned and analyzed.